Event description:
ICD had been off since 2/15/95 because of lead malfunction. Pt had no recurrence of arrhythmia. Left ventricular function markedly improved from implant. Pt desires ICD pg explanted.